Event description:
Port a cath implanted in right subclavian in 2003. Six days later, pt. C/o pain at site. Upon exam, no needle evident - x-ray revealed needle dislodged from butterfly. New port a cath implanted. Needle dislodged again.